Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No damages was noted and the wheel brakes worked. The ventilator was cleared for use. According to received information, the ventilator was being moved inside the safety line. The user was unsure if the wheels of the ventilator were correctly locked. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". The hospital has a signed "mr environment agreement" and the gauss safety line is marked on the floor. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was attracted to an mr scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).